Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 202 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with button error alarm and no button response due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump had minor scratched display window and cracked reservoir tube lip.